Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Two events with noise on the rv lead with charges. Explanation asked by the physician.

Event description:
Two events with noise on the rv lead with charges. Explanation asked by the physician.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please find below the conclusion of the analysis provided to the subsidiary: reportedly, there were 2 events with noise on the rv lead with charges. The occurrence of oversensing over time seems very limited: - over a total fup period of 6,5 months, there were essentially 2 instances - both of these -          instances occurred at maximum sensitivity. - by looking at the ¿vf histogram¿ / statistics data, it is estimated that about 51 sensed events out   of more than 16.000.000 cardiac cycles were oversensed events.   As reported, this oversensing had led to brief capacitor charges but not to inappropriate shock therapy.   On 9 september 2022, the device was reprogrammed to a less sensitive setting (from 0.4 mv to 0.6 mv).   The root cause of the rather rare oversensing in this patient could not be determined with certitude, but the signal on the egm is not really suggestive for emi or a lead integrity / lead connection issues. Therefore it is hypothesized that it might be related to strenuous (diaphragm) muscle activity.   Based on available data, no issue is suspected on the subject ICD.   Nevertheless, careful monitoring of this phenomenon is suggested at each follow-up.